Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) presented to the hospital because the device was not working properly. At a later date, the patient underwent surgical intervention to explant the ipp. The physician identified that there was a crack in the cylinder connecting tube, so the pump was replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. Visual examination of the pump identified that the kink resistant tubing (krt) was worn to the filament and trimmed down to the window quick connectors. There was no tubing returned for analysis. The pump passed the leak testing and functional testing. Based on the information available, the reported device observations were unable to be confirmed.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) presented to the hospital because the device was not working properly. At a later date, the patient underwent surgical intervention to explant the ipp. The physician identified that there was a crack in the cylinder connecting tube, so the pump was replaced. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.